Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was noted to be the cause of the high hv lead impedance.

Event description:
It was reported that during the implant procedure, high, out of range, hv lead impedance was observed. The device was not implanted and was replaced.